Manufacturer narrative:
The evaluation of the event is ongoing. The serial number of the subject device is unknown at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the 4k monitor experienced a no image issue. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device history record was unable to be reviewed for this device since the lot/serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a cause could not be presumed and since the device was not returned for evaluation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.